Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and cracked end cap. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump has crack at the reservoir compartment and also has a small crack on the upper right hand corner of the screen but it has never been an issue. The customer stated she also had just noticed that the ring of the reservoir compartment is about to come off. Blood glucose value was 88 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.